Event description:
This event is reportable based on analysis of the therapy cool flex ablation catheter (B)(6) 2012. It was reported during an ablation procedure, the physician noted that a temperature alarm was generated, displaying 71 degrees celsius. The catheter was exchanged and the procedure was completed with no consequences to the pt. The current pt status is listed as good. Analysis of the returned device revealed leaking from the handle of the catheter.

Manufacturer narrative:
One therapy cool flex catheter was received for eval. Visual inspection revealed no abnormalities. Functional eval revealed the catheter failed pressure drop and ablation simulation testing, as a temperature error displayed from the generator. It was noted that saline was leaking from the catheter handle. The catheter connector was opened revealing green rust which is indicative of saline having been introduced into the connector. Saline was also present as a result of failure testing. The temperature display on the generator was caused by an electrical short between the thermo couple and conductor wires due to the presence of saline. The catheter handle was opened revealing saline inside the handle. The catheter was dissected revealing the fluid lumen was damaged and separated at the strain relief. Saline was entering the connector through the connecting tube. Review of the device history record confirmed that this lot met mfg requirements prior to shipment. In conclusion, the reported temperature error was caused by the introduction of saline into the connector, which created a short circuit between the thermo couple and conductor wires. The root cause classification is consistent with operational context as device performance was limited due to anatomical/procedural factors.